Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: visable moisture corrosion in battery compartment. Battery compartment crack above grip pad. Base crack between case seal and keypad. Leak test failed due to battery compartment crack. Display is dim, orange. Audio bolus button not responding to user input. Opened pump, moisture corrosion found on pcb. Audio bolus button failed due to moisture corrosion on connector pins. Display is not dim from moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.